Manufacturer narrative:
D9 has been updated to reflect product was returned for investigation. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect product was returned and investigation is underway. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient noted as high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support. The procedure started successfully with us-guided right femoral access. An impella cp was placed, and a single-access pci of the mid-left anterior descending coronary artery was performed with positive results using shockwave lithotripsy and a drug eluting stent placement. The planned intervention on a separate circumflex lesion was aborted after the patient experienced hemodynamic instability with a mean arterial pressure (map) upon wire repositioning. It was subsequently discovered that a significant amount of blood had pooled in the drape trench, hidden from view during the case. Upon investigation after sheath removal, the issue was traced not to a vascular injury in the patient, but to a defect in the impella peel-away sheath. Saline was noted to be leaking from the anterior portion behind the hub along the score/break line, allowing blood to drip unnoticed throughout the procedure. The patient received 4 units of red blood cells and 4 units of platelets to address the blood loss and one amp of epinephrine. The impella was weaned and removed successfully without further bleeding issues at the access site. The patient recovered, was transferred to the intensive care unit for observation, and was noted to be stable.